Manufacturer narrative:
(B)(4). Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. No product malfunction was reported. We are filing an MDR for notification purposed.

Event description:
It was reported that the patient underwent an l4-l5-s1 tlif procedure using peek device. The cage was placed to anterior 1/2 out. The inserter was used to try and remove the cage and the threads stripped in cage. Many attempts were made and the cage pushed all the way through anteriorly and the patient immediately began to bleed. The surgeon packed the wound and emergently flipped the patient and with the vascular team. A small tear was found and the cage was removed. The patient was stable. The anterior wound was properly closed and the patient was flipped again to put in rods and setscrews and properly close the posterior portion of the surgery. The patient was stable upon last check. No additional complications were reported.